Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a sureflex steerable guiding sheath was selected for use for an atrial tachycardia (at) procedure. It was mentioned that the sheath was working properly until the 0.032 guidewire was inserted into it, however while advancing the guidewire through the sheath, the patient began experiencing st segment elevation. The issue occurred after mapping and ablation in the left atrium (la) was completed. The physician wanted to do a sheath exchange, and when introducing and advancing the guidewire through the sureflex sheath, the st elevation was observed. Thus, an aspiration, a nitro-administration and cardiac catheterization were performed to check the coronary arteries. Procedure was completed successfully; patient has fully recovered. Product is not expected to return for analysis (disposed). Prior to the procedure, an electrocardiogram (ECG) was performed showing no st elevation. The stable point and orion catheter were introduced and removed twice each, with no issues being noted prior to this. The st elevation was very clear in every lead, but in the ii iii avf lead, it was very heavy. The physician was unsure if the issue could have occurred due to an air embolism or a thrombus due to the aggressive rf ablation. However, they confirmed that no air was observed during the procedure, neither thrombus was noted. No other issues were reported.